Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24226. It was reported the pt alleged his scs ipg progressively lost the ability to hold a charge. Also, the pt stated he experienced heating at this scs ipg pocket site while charging. The pt's device was explanted on (B)(6) 2013. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of the issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.